Event description:
Reporter indicated high lead impedance readings were obtained with vns magnet mode testing for a vns pt. Vns revision surgery is possible. Attempts for programming history and further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.